Manufacturer narrative:
Based on the current information provided, the cause of the bleeding cannot be determined. The vse instrument was evaluated by failure analysis at intuitive surgical, inc. (Isi) and the customer reported complaints of the exposed blade and insufficient seal could not be replicated or confirmed with in-house testing. However, heavy bio debris was found at the instrument tips. Instrument logs did confirm there was a blade jammed error during the procedure which can be caused by bio debris preventing blade retraction or cutting thick/hard tissue bundles that are larger than the instrument's indications but the blade was not found to be exposed during analysis. A follow-up MDR will be submitted if additional information is obtained. The logs show the vse instrument was installed once and passed homing. Thirty seal events were performed with an average seal duration time of 3.78 seconds. Twenty-five cut events were performed. The first 24 were completed per the logs and the last cut event failed. Following the cut failure, a blade jammed event occurred. The last event in the logs is a blade recovery event, indicating that the blade recovery was successful after it was jammed. This complaint is being reported due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The insufficient seal on unspecified tissue caused bleeding and the procedure was emergently converted to open surgery in order to achieve hemostasis. In addition, as a result of the complication, the patient's hospitalization was extended for an unspecified duration of time.

Event description:
It was reported that during a da vinci assisted lower anterior resection (lar) procedure, the vessel sealer extend (vse) instrument did not seal sufficiently and the blade was exposed. Through follow up, the following information was confirmed or obtained: after sealing unspecified tissue, the patient began to bleed. The procedure was converted to open surgery, but it is not known how the bleeding was controlled after the conversion. The patient lost 250 ml of blood which did not require a transfusion. However, as a result, the patient's hospital stay was extended for an unspecified amount of time.